Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced bleeding, pain and an infection at the adc device insertion and had contact with a healthcare professional (hcp) who performed a blood test, removed the device, cleaned the insertion site, and prescribed an unspecified antibiotic for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.